Event description:
Boston scientific became aware of an event involving an exalt model d single-use duodenoscope through the article "esophageal perforation after using a single-use disposable duodenoscope" by dr. Bakht s. Cheema , et al. According to the literature, an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis and acute cholangitis. During scope insertion, gentle force was applied to pass through the gastroesophageal junction, which caused minimal bleeding. To inspect the area, the single-use duodenoscope was removed, and a reusable gastroscope was inserted which revealed a 10-mm linear perforation in the esophagus just proximal to the z-line. To cover the perforation, a wallflex fully covered esophageal stent was deployed. The patient was then transferred to another health care facility for further management. Post stent placement, abdominal x-ray was performed and showed the stent migrated below the diaphragm to the stomach. A repeat esophagogastroduodenoscopy (egd) was performed to remove the wallflex esophageal stent from the patient with a pair of rat-toothed forceps. A different esophageal stent was deployed to cover the perforation. Additionally, a stent fixation device was used to anchor the stent to the esophageal wall at its proximal edge and the procedure was completed. The patient tolerated the procedure well and was kept nil-per-os (npo) for 2 days postoperatively. Oral intake was started on day 3, and the patient was discharged. The second esophageal stent was removed 6 weeks after placement and follow up endoscopy showed healthy granulation tissue with no fistula. Patient was able to tolerate regular diet. Note: it was reported that the community gastroenterologist who performed the ercp procedure felt that the perforation likely occurred due to the exalt scope tip bending inadvertently and due to a subsequent miscalculation of the amount of force needed to traverse the gastroesophageal junction with the scope. However, per the exalt model d instructions for use (IFU), it states that during scope removal from the patient, failure to put the articulation control knobs in the neutral position may cause patient injury such as perforation, bleeding, or tissue damage. If the articulation control knobs cannot be put in the neutral position, exercise caution when removing the endoscope from the patient and do not use excessive force.

Manufacturer narrative:
Event date: approximated based on the year the literature was published. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter facility name:(B)(4). Literature source: cheema, b. S., ghali, m., schey, r., awad, z., and ribeiro, b. (2021). Esophageal perforation after using a single-use disposable duodenoscope. Case reports in gastroenterology, 15(3), 972 977. Https://doi.org/10.1159/000519685 initial reporter address: 4555 emerson street building 1, suite 300. The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: approximated based on the year the literature was published. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6). Block g2: literature source: cheema, b. S., ghali, m., schey, r., awad, z., and ribeiro, b. (2021). Esophageal perforation after using a single-use disposable duodenoscope. Case reports in gastroenterology, 15(3), 972 977. Https://doi.org/10.1159/000519685 . Block h10: the complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, supplemental medwatch will be filed. Additional information: block b5 has been updated based on information received february 22, 2022.

Event description:
Boston scientific became aware of an event involving an exalt model d single-use duodenoscope through the article "esophageal perforation after using a single-use disposable duodenoscope" by dr. Bakht s. Cheema , et al. According to the literature, an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis and acute cholangitis. During scope insertion, gentle force was applied to pass through the gastroesophageal junction, which caused minimal bleeding. To inspect the area, the single-use duodenoscope was removed, and a reusable gastroscope was inserted which revealed a 10-mm linear perforation in the esophagus just proximal to the z-line. To cover the perforation, a wallflex fully covered esophageal stent was deployed. The patient was then transferred to another health care facility for further management. Post stent placement, abdominal x-ray was performed and showed the stent migrated below the diaphragm to the stomach (wallflex event was reported under MFR 3005099803-2022-00478). A repeat esophagogastroduodenoscopy (egd) was performed to remove the wallflex esophageal stent from the patient with a pair of rat-toothed forceps. A different esophageal stent was deployed to cover the perforation. Additionally, a stent fixation device was used to anchor the stent to the esophageal wall at its proximal edge and the procedure was completed. The patient tolerated the procedure well and was kept nil-per-os (npo) for 2 days postoperatively. Oral intake was started on day 3, and the patient was discharged. The second esophageal stent was removed 6 weeks after placement and follow up endoscopy showed healthy granulation tissue with no fistula. Patient was able to tolerate regular diet. Note: it was reported that the community gastroenterologist who performed the ercp procedure felt that the perforation likely occurred due to the exalt scope tip bending inadvertently and due to a subsequent miscalculation of the amount of force needed to traverse the gastroesophageal junction with the scope. However, per the exalt model d instructions for use (IFU), it states that during scope removal from the patient, failure to put the articulation control knobs in the neutral position may cause patient injury such as perforation, bleeding, or tissue damage. If the articulation control knobs cannot be put in the neutral position, exercise caution when removing the endoscope from the patient and do not use excessive force. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information as of february 22, 2022: it was reported to boston scientific corporation that MFR report is the same event that was reported under MFR report number 3005099803-2020-06698. Although additional follow-up confirmed that these are the same event, discrepancies between patient age, size of perforation, and event date could not be reconciled.